Event description:
Gastrojejunostomy: fired the instrument and got an "incomplete firing" message. The tissue was cut but there were no staples. This caused the surgeon to work an hour to reconstruct the anastomosis.